Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
Option elite ivc filter was unsheathed in the ivc and the provider commented that, ¿at least two of the legs were tangled together¿. The filter was retrieved and a new option elite was deployed with out incident.